Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer disabled", "defib disabled" and "system fault 36: messages. Complainant indicated that there was no patient involvement in the reported malfunction,

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.